Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly after the device was exposed to cardioversion. A device software download was successfully performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.